Manufacturer narrative:
The device was returned, decontaminated and visually inspected. Upon visual inspection, this complaint is confirmed. The device was returned with its jaw broken. Because of the condition of the returned tip, a full functional test was not possible. The device was examined under a microscope. Upon this additional visual investigation, it was noted that the device was broken at the yoke. This type of damage is typically the result of an excessive force applied onto the jaws of the device. As part of msi's final inspection requirements, all devices are 100% inspected for damages and imperfections. It can be concluded that it is very unlikely that the device left microline inc in this condition. This is a known issue. As part of msi's continual improvement program, a design change to reduce the risk of breakage is currently in process.

Event description:
During a procedure the jaw broke and fell into the patient. The piece was retrieved.

Manufacturer narrative:
Investigation will be performed once the device is received. This is a known issue, and a corrective action is in the process of being implemented to prevent this issue.

Event description:
During a procedure, the jaw broke and fell into the patient. The piece was retrieved.